Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event is likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the fixing notch broken. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the locking pin was damaged. The following non-reportable malfunctions were found during the device evaluation: the light guide fibers were broken causing low light in the image. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.